Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smart assist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions: including catheter position, pre-existing medical conditions, and small left ventricular volumes: may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility reported that had a cp pump placed to support the patient admitted in with cardiogenic shock and cardiomyopathy. During the support there were signs of hemolysis the team tried to troubleshoot away and treat. The decision was made to withdraw all care and patient expired after 63 hours of support.

Manufacturer narrative:
The investigation has been completed. Hemolysis: complaint device not returned for analyzing. Data log reviewed, no mc spike outside of p-level changes observed. Few quick resolved impella positioning in ventricle and placement low alarms seen of first day of support witch resolved after impella repositioning and pulled back impella to 3.4 cm from av. No suction occurred. On 7/14 downward trending ps observed. Clinical mentioned, brown color urine and evidence of hemolysis observed as ldh 3040, all lfts elevated. Cr up to 2.6, serum k 6.1. On 7/16 urine was yellow indicating hemolysis resolved and reported that the repositioning resolved the hemolysis on 7/15. The cause of the hemolysis was most likely improper positioning of the device since repositioning resolved the hemolysis. Positioning issues: fm positioning issues was added because it was reported that repositioning resolved the hemolysis injury. The cause of the positioning issue was not determined due to insufficient clinical details.